Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse that the patient was diagnosed with peritonitis on (B)(6) 2018. The patient presented fibrin. The patient was treated with vancomycin and the organism was identified to staphylococcus aureus.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between ccpd therapy with the liberty select cycler/liberty cycler set and the patient¿s staphylococcus peritonitis. However, there is no documentation that indicates a causal relationship. Based on the available information, it is not possible to determine the source of the staphylococcus aureus peritonitis. There was no report of liberty select cycler/ liberty cycler set malfunctioning, product deficiency was associated with this event. The products have not been returned for product evaluation. Staphylococcus aureus is the most frequent germ associated with infections in pd patients and is usually caused by auto-inoculation by touch or contamination with respiratory secretions, (cdc, 2014). The patient¿s peritonitis could be to touch contamination during ccpd treatment. If additional information becomes available, the complaint shall be reassessed, and the clinical review updated accordingly. A supplemental report will be filed upon completion of the manufacturer's investigation.